Manufacturer narrative:
(B)(4). The device was returned for analysis, which identified a leak in the mating area of the hemostatic valve (hv) body and the cap. A review of the lot history record was conducted and found no exceptions associated with this lot during manufacturing. A review of the complaint handling database was performed and identified no complaints for leaking hv. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Event description:
This report is filed for the leak identified during device preparation. It was reported that during mitraclip steerable guide catheter (sgc) preparation, per the instructions for use, the hemostatic valve lost fluid during the initial test and during three subsequent tests. There was no patient involvement. Another sgc was used to complete the procedure without further incident. No additional information was provided.